Event description:
Additional information received from the patient reported that her implant stopped working in 2015. She met with the doctor on (B)(6) 2016 and the nurse on (B)(6) 2016. The nurse reprogrammed the patient's settings.

Event description:
The patient reiterated what happened before and that she was reprogrammed at hcp office by the nurse. An x-ray was done and a device issue was rule out. Reprogramming resolved the issue and patient regained better than 50% control sighting that if she leaks it was only 1-2 times. This event occurred 6 month past implant.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a return of symptoms, which started as slight leakage during the night. She was almost at 100% control of her symptoms. There were no falls/trauma that could be related to the issue. The patient would continue to track her symptoms and would contact the health care professional (hcp) for direction on if she could change programs and how long to wait between adjustments. They were able to use the programmer and verified stimulation was on by noting the lightning bolt in the upper left hand corner. She was currently on program 3 at 1.15 volts and did not feel stimulation. They increased stimulation to 1.4 volts. She was feeling stimulation strong and comfortable. This was considered a gradual change in therapy/symptoms. The patient had testing for their leg done on (B)(6) 2015, however, she did not feel this had interfered with the stimulation. Additional information received from the consumer on 2016-01-06 reported that they had an appointment on (B)(6) 2016. The patient had not notified their health care professional (hcp) about the return of symptoms and loss of stimulation. The patient did not think the implant was now working. There were no symptoms prior to (B)(6) 2015. On (B)(6) 2015, their symptoms returned. They did some walking on (B)(6) 2015. After the implant, their symptoms improved 95% or more and it was almost perfect ((B)(6) of 2015). They had very little leakage, only at night. The steps taken to resolve the issue included increasing the stimulation to 2.3 volts. Then, they decreased stimulation to 2 volts after minor leg surgery and treatment/testing for venous insufficiency in (B)(6) of 2015. After minor surgery/testing, stimulation was too high and scary. Currently, they had major problems at night and leakage/loss of control during the day. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.